Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR # 9616680-2012-00775.

Event description:
It was reported that a rejuvenate stem, neck, and biolox head were explanted due to adverse local tissue reaction.